Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a total knee replacement (B)(6) 2017 by a different surgeon at another facility. She subsequently had a fall and suffered an infrapatellar fracture. She was treated conservatively in a brace. She then complained of instability. She came for follow up to dr. (B)(6) for evaluation. It was determined that she had instability. She was scheduled for revision. She was revised from a 9mm insert to a 16. She was stable and balanced. Patient has a high bmi, copd and diabetes. Surgeon thought that she had torn her pcl in her fall and created her instability.